Manufacturer narrative:
There was no report of specific pt impact, and thus no pt info available. There is no expiration date for this product. The serial number is unk so the device MFR date is unk. Device has not been returned to the MFR at the time of this report. Eval summary: it was reported that the halogen lights in the operating room were intermittently flickering. However, upon further investigation, it was stated by the operating room and the biomedical engineer that they were unaware of any issue. The account could not provide operating room info because they stated there was no issue. There was no report of pt involvement or adverse consequences in this case. The root cause for the alleged non-conforming lights could not be determined since the failure could not be recreated. However, according to the account, there have been intermittent issues with halogen lights flickering. This is a known non-conformance. We will continue to monitor for further issues. This not a single use device.

Event description:
(B)(4). (B)(6) - (B)(6) called in main operating room halogen lights are intermittently losing power. This occurs even when lights are stationary.